Manufacturer narrative:
Visual inspection and dimensional analysis were performed on the returned device. The reported shaft kink (deformation due to compressive stress) was confirmed. The reported failure to advance could not be replicated in a testing environment as it was related to operational context of the procedure. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported failure to advance could not be determined. The reported shaft kink appears to be related to operational context of the procedure. The skive separation and outer member damage (torn outer member) was not reported by the account as part of the procedure. Follow up with the account confirmed that they were unaware of the observed damage indicating it is due to post procedure handling during packaging for return analysis. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a heavily calcified lesion in the superficial femoral artery. Following atherectomy and the deployment of unspecified stents, a 3.5x38mm esprit btk was attempted to be advanced; however, the device only made it halfway through the lesion and failed to cross and the shaft kinked. It is unknown why the device failed to cross because an unspecified balloon catheter had already crossed successfully prior to the attempt to cross the esprit btk. A second 3.5x38mm esprit btk was then advanced, through resistance, and successfully deployed and post-dilated to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. Returned device analysis revealed that the support skive/wire/bayonet separated but held together by the outer member. The account confirmed the correct device was returned, and noted that they were unaware of the damages found in the product return. No additional information was provided.